Event description:
It was reported that a new ilet user experienced persistent hyperglycemia for over 24 hours after replacing a cd infusion set placed on the upper buttock, with glucose reportedly reaching 400 mg/dl and resolving only after replacing the infusion set again; no device alarms were reported, and the user did not use backup therapy or perform ketone testing. Symptoms included headache. Outcomes included stabilization of blood glucose after infusion set replacement and no need for medical intervention or outside assistance. Investigation included complaint handling with troubleshooting and education regarding replacing supplies when glucose is =400 mg/dl or remains >300 mg/dl for 90 minutes. Investigation of this case revealed an unclear cause of hyperglycemia with no observable issue reported with the infusion set or supplies and no device alerts, consistent with a potential infusion site or set performance concern that could not be confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.